Event description:
It was reported that the lcd screen is having vertical lines intermittently during a breast biopsy procedure. There are no pt consequences reported.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the lcd intermittently displayed lines due to the front lcd assembly. Also, the unit would intermittently fail to boot up, and intermittently have no backlight on the display due to the uniboard. To correct the customer's complaint, the analysis site replaced the front lcd assembly and the uniboard. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.